Manufacturer narrative:
This report is submitted on december 20, 2016.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, december 20, 2016.

Manufacturer narrative:
This report is filed on may 22, 2017.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017 and re-implanted with a new device during the same surgery. This report is filed on february 14, 2017.